Event description:
It was reported to boston scientific corporation on december 20, 2005 that a wallstent endoprosthesis endoscopic biliary device was used during a procedure performed in 2005 (female patient; weight is unknown). According to the complainant, when the stent was deployed the physician "felt signicant resistance." The stent was removed, and the procedure was completed with another wallstent endoprosthesis endoscopic biliary device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that there were no issues noted. A functional inspection revealed that it was possible to retract the outer sheath and deploy the stent with a slight restriction noted in movement of the t-connector along the stainless steel handle. The exact root cause of the complaint reported is unknown as it was possible to deploy the stent from the returned device during analysis.